Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and evidence of moisture ingress was observed within. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/20/2015 with the following findings:the battery compartment was observed to be cracked in the thread area and below the grip pad; this device failure indirectly caused the reported issue. The pump failed a leak test due to a battery compartment leak; this device failure directly caused the reported issue. Evidence of moisture ingress was found inside of the battery compartment: the reported issue was confirmed. The pump case was removed, and no further evidence of internal damage or defect was found. The top of the returned battery cap was found to be worn. A test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used for the remainder of the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.